Manufacturer narrative:
Complaint no: (B)(4). The device was serviced on-site by a field service technician. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the event. During evaluation, it was found that the device would not turn on. The cause of the condition was determined to be a damaged sensor board. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had a panel lockout issue. This occurred before use. There was no patient involvement. No additional information is available.